Event description:
An event has occurred where the treatment table top and frame has become disconnected from the upper trendelenburg (tilting) actuator mounting bracket due to two (2) bolts coming loose coursing the table top to tilt rapidly to 45 degrees. Hazard: their is an indirect hazard to the pt possible causing them slide off and end of the table into an upright standing position. Urgent field service bulletin #12-003, dated: 09/07/2012 sent to (B)(4), the original purchaser/distributor of the table, with instructions to immediately inspect all tables of similar type, with corrective action to be taken.

Manufacturer narrative:
We have studied the failure and have made extensive tests to determine the corrective action to be taken as detailed in the urgent field service bulletin number 12-003.